Manufacturer narrative:
Conclusion code was updated.

Manufacturer narrative:
Concomitant product: product ID 3778-75, serial # (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type lead. (B)(4). Analysis of the lead found the conductor at the distal end of the lead was broken. Conductor #0 was broken 5.2 cm from the distal end (at the electrode crimp sleeve). Conductor #7 was broken 5.3 cm from the distal end.

Event description:
A manufacturing representative reported the patient felt pain and poor effect since (B)(6) 2015. Impedances were tested by the patient's health care provider (hcp) and high impedances were found. Impedances were measured to be greater than 20,000 ohms. The patient also had no feeling after stimulation was increased very high. Implant was successful in (B)(6) 2015 and stimulation was normal at 2.5v during implant. During the revision, the hcp determined the lead was broken so the lead was replaced. Following the revision, the patient was doing well and their symptoms had improved. The patient's indication for use is complex regional pain syndrome.